Event description:
It was reported the programmer printer would not pint a rev0 report. A different programmer was able to print the report without any issue. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is loose on a printed circuit board. Overlay screen is cracked. Tab is broken off from power cord door.